Event description:
A pt underwent aaa repair in 2009. The pt's left common iliac was occluded, calcium in common and external iliacs as well as focal calcium at renal origin. The right hypogastric had been previously coil embolized. The physician implanted a renu converter, and two iliac leg grafts. On final run, a type I endoleak was noted. Physician reballooned the proximal seal zone of ax1 with a 32 mm coda. On next run, a dissection was noted at the right renal takeoff and it was assumed to be from cracking some calcium away from the aortic wall. A second renu converter was placed as an extension up to the left renal to occlude the dissection. Case was completed and pt went to room. Later that night, pt had complications and after trying to regain control of the dissection, the sma was occluded and the family elected not to have the pt undergo a conversion to open repair. The pt has deceased.

Manufacturer narrative:
No product or images were provided to assist in our investigation. The development of the renu successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with an IFU describing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. Regarding endoleaks, the IFU lists important factors/warnings that, if followed, could reduce the likelihood of an endoleak occurring: anatomical criteria. Vessel tortuosity. Calcification. Accurate placement of graft. Pt selection and pre-procedure sizing. It is unk at this time if the endoleak, dissection from the balloon, or another unk factor contributed to the death of the pt. Based on the provided event description, the left common iliac was completely occluded, which may preclude successful placement of a bifurcated graft. The physician chose a renu converter as it may have been the best option for the pt at that time. The renu devices are indicated for use as a secondary endovascular procedure. However, there is no evidence that the renu device being used as the primary graft, as opposed to a main body device, contributed to the endoleak. We have notified the appropriate personnel and will continue to monitor for similar complaints.